Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: device evaluation: the reported condition of a "part that holds the head of the syringe is bent and damaged" involving an infuso.r. Pump was confirmed but not reproduced during sample evaluation. The assignable cause was not identified. Due to estimate refusal by the customer, no repairs were made to fix the reported condition.

Event description:
The facility representative reported an infuso.r. Pump with a condition of "part that holds the head of the syringe is bent and damaged." It is unknown when the event occurred; however, it was identified in the "surgery" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available.